Event description:
The report indicated the patient's esophagus had been surgically altered at a previous time. Another tumor in the esophagus was confirmed as malignant. During the egd, the strictured area was not dilated, as an endoscope with a 10mm diameter was passed easily through the esophagus. The physician placed an uncoated flange esophageal z-stent without incident. The position of the stent was verified by the physician. Approximately 5 weeks after the stent was placed, another endoscopy procedure revealed the stent had migrated to an unknown area. The stent was located in the patient's ascending colon. The device was removed with forceps. No patient injury was reported. The patient did not receive radiation or chemotherapy treatment after the stent was placed.